Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of 2 minicaps had inadequate iodine; further described as ¿the sponges were dry and it did not look like they had enough iodine". This was observed before patient use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.